Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm 3300tfx pericardial aortic valve was explanted after an implant duration of six (6) years, six (6) months due to patient-prosthesis mismatch. The patient initially presented with shortness of breath. The patient was noted to be in recovery in the ICU post procedure.